Event description:
A customer reported that 'the bend protection was broken' on device. On receipt of the device there was clear indication of mains cord damage, leading to exposed wires. The evaluation concluded that the device may have been damaged by the end user, as the power cord appeared to be damaged through excessive force/abuse which caused exposed wiring. The IFU for this device contains the warning 'the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option)'. No patient harm or death has been reported and the device is not life sustaining/supporting. (B)(4).